Event description:
A surgeon reported that an intraocular lens (iol) was noted to have a scratch after insertion. Enlargement of the surgical incision was required to facilitate removal of the iol. No problems were encountered with the explantation.